Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ('embedded within the bilateral cornu symmetrical metallic malleable coiled wires consistent with essure coils') in an adult female patient who had essure inserted for female sterilisation. The patient's concurrent conditions included pelvic pain and uterine bleeding. In 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total robotic hysterectomy, lysis of adhesions bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ('embedded within the bilateral cornu symmetrical metallic malleable coiled wires consistent with essure coils') in an adult female patient who had essure inserted for female sterilisation. The patient's concurrent conditions included pelvic pain and uterine bleeding. In 2014, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total robotic hysterectomy, lysis of adhesions bilateral salpingectomy and cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device outcome was unknown. The reporter considered embedded device to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.